Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device shut down during testing and caused a system crash. The device was powered on at bench and a self test error occurred. The display wire insulation was found pinched (wire insulation not compromised), one encoder nut was loose, and four case screws were contaminated. (B)(4)

Event description:
The external pulse generator was returned to the manufacturer due to the advisory, analyzed and tested out of specification. No patient involvement or complications were reported.